Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2500 ohms on the right ventricular (rv) channel. The lead was observed as the issue through fluoroscopy with the visualization of a suspected fracture. A revision procedure was performed and this lead was removed from service and replaced. No adverse patient effects were reported.